Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-04375. The pt rec'd two leads with the same lot number. It was reported the pt had several reprogramming sessions, however, the stimulation continued to be positional. The pt reported the stimulation changed when lying down in different positions. The pt also reported the scs system was causing her to have stress and anxiety. The physician had prescribed medication for these issues. During follow up it was also reported the ipg site was still sore from the implant, and the pt described a burning sensation that was present with or without the system in use. It was reported the sensation was not related to charging the ipg. The pt reported it was an issue when sitting backward in a chair. It was reported the main concern for the pt was the positional stimulation, and the pt was to be sent for a consult regarding a possible surgical lead replacement.